Event description:
The customer reported via phone call that she was receiving a no delivery alarm when she had a motor error alarm. Customer was going to change her set and site when she received the no delivery alarm followed by the motor error. Customer received the alarm when she was trying to fill the tubing. Customer's blood glucose was 187 mg/dl at the time of the incident. Customer was assisted with clearing the alarm. Customer does not use the sensor feature on the pump. Customer stated that she was able to complete the rewind sequence. Customer was advised that the pump will need to be replaced. Customer was also advised to discontinue use of the pump and revert to a back-up plan. Customer mentioned having no delivery alarms numerous times, but she declined troubleshooting because the pump is being replaced.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.